Event description:
On (B)(6) 2010, the pt was injected with radiesse dermal filler in the cheeks. Within 24 hours, the pt reported right cheek pain and swelling and now has developed a dime sized patch of dusky/white discoloration of the cheek as well as a bruise on her gum. Necrosis was identified in the lower left lip resulting from vascular compromise.

Manufacturer narrative:
As the lot number was not provided a review of the device history records was unable to be performed.